Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Discrepant results were identified during the review of the memory of the customer's coaguchek xs meter serial number (B)(4). On (B)(6) 2017 at 07:37 the result from the meter was 0.9 inr. At 07:40 the result from the meter was 0.9 inr. At 08:20 the result from the meter was 4.5 inr. The test strip lot was not known. On (B)(6) 2018 at 12:05 the result from the meter was 2.5 inr. At 15:39 the result from the meter was 4.9 inr. The test strip used for these tests was 28124121. There was no allegation of an adverse event. Retention test strips (lot 281241-21) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. The customer returned one test strip. The returned test strip was measured at the returned meter with liquid qc of a high level in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meter. Returned strip used: qc 1: 2.5 inr. Retention strips used: qc 2: 2.4 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). The obtained qc results were in the allowed range. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.